Event description:
It was reported that during an attempt to implant an implantable cardioverter defibrillator (ICD) the device was attempted but not used. The system was implanted from the right side and when the device was connected it was unable to defibrillate the patient. The decision was made to implant another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.